Event description:
Surgeon tried to lock the screw distally through the aiming arm for a right hip/femur fracture and the screw did not go through the nail - it missed the nail. Surgeon had to free hand insertion of the screw into the nail. One or more of the devices that create the instrumentation construct may have caused misalignment.

Manufacturer narrative:
Device was received. The device did not meet the complaint description, could not be replicated and did not contribute to the complaint event. Placeholder.